Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depict a crack in the blue luer adapter. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient came for the routine dialysis sessions, there was a crack and leak noticed in the blue ( venous) luer adapter. It was mentioned that the catheter was inserted on (B)(6) 2021 and the patient had undergone four dialysis sessions after the insertion of the catheter. The catheter was not repaired and there was no instrument used to loosen or tighten the adapters (hands were used). Betadine (povidone ¿ iodine) was used as the cleaning agent on the device and adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized and the insertion site was not treated prior to product placement. Flushing was done and the result was not abnormal. There were no other products utilized with the device. As the crack and leak was noticed before the dialysis session, the product was replaced with a fresh new tunneled cuffed catheter. There was an insignificant quantity of blood loss (amount not specified) and blood transfusion was not required. There was no patient injury.

Event description:
According to the reporter, when the patient came for the routine dialysis sessions, there was a crack and leak noticed in the blue ( venous) luer adapter. It was mentioned that the catheter was inserted on (B)(6) 2021 and the patient had undergone four dialysis sessions after the insertion of the catheter. The catheter was not repaired and there was no instrument used to loosen or tighten the device. Betadine was used as the cleaning agent on the device and tego was not utilized. The insertion site was not treated prior to product placement. As the crack and leak was noticed before the dialysis session, the product was replaced with a fresh tunneled cuffed catheter. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.